Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds and impedance issues. The patient experienced occasional chest pain. Boston scientific technical services (ts) suggested that the lead is microdislodged. It was recommended a lead revision. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing thresholds and impedance issues. Boston scientific technical services (ts) suggested that the lead is microdislodged. It was recommended a lead revision. No adverse patient effects were reported.